Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm with a maximum diameter of 50 mm. The proximal aortic neck was 19 ¿ 20 mm in diameter and 26 mm long. The suprarenal neck angle was 65 degrees. The aneurysm length to bifurcation was 68 mm. The length of the left iliac was 32 mm, and the right was 28 mm. The total stent graft implanted length on the left side was 126 mm. The diameter of the right iliac was 12 mm, and the left was 11.5 mm. The right femoral artery was 7 mm in diameter, and the left was 7.2 mm. It was reported that pta was done in both external iliac arteries due to the narrow diameters. The physician attempted to insert a 20 fr sheath on the left side but was unsuccessful. The main body delivery catheter was then advanced without a sheath and positioned just below the renal arteries. After deploying the main body of the bifurcated stent graft, the physician noted the position was slightly lower than intended. The stent graft was pushed up and the suprarenal stents were deployed. The physician then cannulated the gate, and deployed the ipsilateral limb. At the time of ipsilateral limb deployment, the location of the internal iliac artery could not be confirmed, so the physician attempted to shorten the limb by 1.5 stent lengths by pushing up on it during deployment. While removing the delivery system, the distal side of the ipsilateral limb moved down to a position approximately 1 stent length distal to the intended landing zone. This resulted in an unintentional occlusion of the left internal iliac artery. Final angiography confirmed contralateral flow to the left internal iliac artery, and a type IV endoleak was also noted. No actions were taken, and the case was completed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft misplacement; vessel occlusion. Pushing up the delivery system during deployment; stent graft too long for the patient's anatomy; poor visualization of the internal iliac artery. Conclusions: stent graft misplacement; vessel occlusion. Pushing up the delivery system during deployment; stent graft too long for the patient's anatomy; poor visualization of the internal iliac artery.